Event description:
Customer was hospitalized due to dka. Prior to being hospitalized, the customer's blood glucose levels gradually started rising and could not be corrected. Customer's md felt that the cause for hospitalization may have been the pump. Troubleshooting was performed, and the pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.